Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a battery out limit alarm from the insulin pump. The customer's blood glucose reading was 102 mg/dl. The customer stated that the pump alarmed after battery change. The customer mentioned a bunch of beep and noises. The customer was assisted with reprogramming the time, date and fixed prime. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.